Manufacturer narrative:
Add'l lot #: 10h05rb; add'l serial #: (B)(4); add'l expiration date: 09/05/2011. Add'l manufacture date: 08/05/2010. The evaluation codes noted indicate the results of the evaluation for both disposable devices and the radio frequency controller received on (B)(4) 2011. However, during the evaluation of device #2 (lot# 10h04rb-1741) the vacuum light illuminated after 10 seconds due to an overflowing canister and the device would not pass the cavity integrity assessment test. This feature worked as expected. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) reviews were conducted for the novasure disposable devices and rf controller used in this procedure. No abnormalities were noted and the devices passes all qa testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several vacuum alarms during a novasure endometrial ablation, the procedure was aborted as a uterine perforation was confirmed on post hysteroscopy. The patient was admitted to the hospital and discharged the following day. No treatment was provided for the perforation. A hysteroscopy, a sounding with metal sound (not a hologic device), and an adiana (permanent contraceptive) procedure were performed prior to the attempted ablation. A post adiana hysteroscopy was also performed with no issues noted.